Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during set up an 840 ventilator generated a breath delivery power on self test (post) failed alarm. There was no patient involvement.